Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient's hip was revised due to dislocation. Even though this patient had a pinnacle constrained liner from a previous hip revision surgery, and the liner and locking ring were still in place, she still managed to somehow dislocate her hip again. Her prior surgery was also due to dislocation. This time, it appeared that her hip had dislocated posteriorly, according to dr.(B)(6), the orthopaedic fellow who assisted the surgeon during this procedure. The surgeon seemed to think that the patient's hip dislocated due to possible impingement or because the position of her acetabular cup appeared to be slightly retroverted. The patient's femoral head and constrained liner were removed, and replaced by a competitor cup and a depuy biolox delta ts ceramic revision femoral head, 28mm +12, 12/14 taper. Also during this procedure, a plastic pinnacle trial liner broke into two pieces as surgeon was attempting to screw it into the patient's pinnacle acetabular cup. The trial was used in conjunction with the competitor explant system to remove the pinnacle cup implant. Both pieces of the trail were retrieved and the case was only delayed approximately two minutes, while a second set of pinnacle liner trials were opened. A replacement liner trail is needed to complete the original pinnacle instrument tray. Doi: (B)(6) 2018; dor: (B)(6) 2019; left hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.